Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. The caller was guided by technical support to remove the cartridge, deliver a 9-unit bolus, and load a new cartridge using proper technique, successfully resuming insulin therapy.